Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that pcu keypad needed to be replaced.

Manufacturer narrative:
Additional information: d4, g4, h4 & updated b5.

Event description:
It was reported that 13 point of care unit (pcu) front cases with keypads needed to be replaced due to recall.